Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093-28, lot#: j0348726v, implanted: (B)(6) 2003, explanted: (B)(6) 2017, product type: lead. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation. It was reported that the patient¿s programmer light was blinking next to the implant battery. The patient stated that when they turn the implant on/off or goes up/down the light next to the implant was blinking instead of just going on/off. The patient stated they had to change the batteries in the programmer prior to the call and the programmer was functioning as intended during the call. The patient noted that they didn¿t normally feel stimulation or know it was there and they didn¿t normally turn stimulation up or down. The patient stated that the implant worked and they would just leave stimulation where it was at. The patient stated the implant was wonderful and they didn¿t want to be without it. The patient was told the implant should last up to 10 years, which was coming up in (B)(6) 2018. Additional information was received from the patient on (B)(6) 2017. The patient stated they were going to replace the ins/battery due to timeframe and they were to possibly change the lead due to issue noted below and due to possible scar tissue. The healthcare provider (hcp) did not check their implant with the clinician programmer. It was stated they were having problems with their leg. It started in the low part of the side, all the way into the hip, partway down the back of the leg but not all the way to the knee. It felt like nerve pain. The patient stated they could turn the ins off and after about five minutes, it would ease up, and then they would leave it off for a while. It was stated that it wouldn't reoccur for a while and has not done so the last few days. It was also noted the previous the implant helped them, so that is why they were pursuing a replacement. Patient responded to a letter on (B)(6) 2017. The circumstances that led to the leg pain is unknown, but the scar tissue was because the patient had their implantable neurostimulator (ins) replaced before; the ins was dying. As a result of what was reported, the ins and lead were both replaced on (B)(6) 2017. The patient is going to see how it goes. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: patient weight, (b)(3) at the time of the event. No further complications were reported as a result of this event.